Manufacturer narrative:
The device was returned for analysis. The reported device damaged by another device-caused damage, and incomplete coaptation-postprocedure during use could not be replicated in a testing environment as it was due to patient anatomy or procedural operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott medial affairs director. The reviewer concluded the death was unrelated to the device but the clip detachment was the triggering factor for the cascade of events. Provided images were reviewed by the medical affairs team and the reviewer stated that the 1st clip seems to be not very stable already before the full slda happened. Multiple grasping attempts have been done with the 2nd clip and in the end the 2nd clip detached from the posterior leaflet. It¿s not possible to understand from the provided images if the 2nd clip tore some chordae during the multiple grasping attempts causing the slda or if the 2nd clip interacted with the 1st clip and detached the 1st clip from the posterior leaflet, creating small ruptured chordae. At the end of the procedure, the 1st clip was not stabilized by the implantation of the 2nd clip. Missing the basal echo images and the 1st clip implantation images, it¿s not possible to make comparisons. All available information was investigated, and the reported device damaged by another device- appears to be related to user technique/procedural circumstances. The reported single leaflet device attachment (slda) appears to be due to procedural condition. Additionally, the reported mitral regurgitation (mr) was due to the reported slda. There is no indication of product issue with respect to manufacture, design or labeling.d10, h3: device available for evaluation.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: based on image review, a small ruptured chordae, was caused by clip 00122u130.

Manufacturer narrative:
The clip was explanted and will not be returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). The first clip (00122u130) was implanted without issue. To further reduce mr, a second clip was advanced to the mitral valve (00121u114). The second clip interacted with the first implanted clip; causing the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was implanted slightly stabilizing the slda clip; however, mr remained at 4. On (B)(6) 2020, the patient was sent to surgery (mitral valve replacement) as the slda clip had completely detached from the leaflets and embolized. It was noted the second clip had also detached from the posterior leaflet, and was removed during the surgery. The embolized clip was not retrieved and remained in the patient. On (B)(6) 2020 the patient passed away due to right heart failure, cardiogenic shock and ventricular tachycardia. The physician stated the right heart failure was due to the surgery and pulmonary hypertension. No additional information was provided.